Event description:
The device was returned from customer for svc. During svc by baxter tech, the device was found to have failure code 804:22 in the event history. The hosp rep stated they have no record of any pt incident involving the pump since the last baxter svc event.